Event description:
During a gastrostomy tube placement procedure, the physician used a cook endoscopy peg-24 percutaneous endoscopic gastrostomy set - push method. When placing the tube through the abdominal wall, the gastrostomy tube separated at the tapered end of the dilator. Another gastrostomy tube was used to complete the procedure. A foreign object did not have to be retrieved from the patient. The patient did not experience any adverse effects other than what was reported to be "longer procedure time". The patient did not require any additional procedures related to this occurrence.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. However, we can provide following comments: the information provided indicated the physician used a placement that involved continuous twisting of the tube during placement. This is the most likely contributor to the reported gastrostomy tube separation. The instructions for use contain a statement that warns the user failure of the device can occur if excessive traction is applied to the gastrostomy tube. The instructions for use direct the user to gently pull the tube through the abdominal wall during placement. The instructions for use also direct the user to slowly pull the tapered end of the dilator through the abdominal incision. The instructions for use indicate that the gastrostomy tube should be brought into contact with the abdominal wall, carefully avoiding excess tension. The instructions for use direct the user to apply gentle pressure to the exiting portion of the gastrostomy tube during placement. The initial reporter was unable to specify the length of the incision that was made in the abdominal wall. Information provided in this report indicated the incision may have been smaller than 1cm. If the incision was smaller than 1cm, this could have contributed to the reported event. The instructions for use direct the user to make a 1cm long incision through the skin and subcutaneous tissue to facilitate passage of the gastrostomy tube. The instructions for use cautions the user that a smaller incision may contribute to extreme resistance of the gastrostomy tube when the gastrostomy tube is moving through the incision in the abdominal wall. If the gastrostomy tube receives excessive pressure, perhaps in response to resistance when moving through a small incision, this can contribute to tubing separation. Inadequate lubrication of the feeding tube prior to placement could contribute to excessive pressure and subsequent gastrostomy tube separation. The instructions for use instruct the user to thoroughly lubricate the dilator and entire external length of the gastrostomy tube. This activity will aid in smooth gastrostomy tube placement. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified and the information provided suggests this may be related to technique used by the physician. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.